Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture, impedance measurements were normal. This lead was replaced. A surgical intervention was necessary to resolved the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture, impedance measurements were normal. This lead was replaced. A surgical intervention was necessary to resolved the issue. No additional adverse patient effects were reported